Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experiencing loss of sensor signal. During troubleshooting, customer removed sensor and it was found that sensor cannula was missing. Sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.